Manufacturer narrative:
The device was returned to olympus and an evaluation could not confirm the customers allegation of ¿ e333 error message.¿ however a touch panel replacement, function control was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center exhibited e333 touch panel error. The event occurred prior to the procedure. The intended therapeutic/diagnostic laryngoscopy was completed using a similar device. There was a delay in procedure and patient care since the supplies and patient had to be relocated. The problem did not affect the diagnostic or therapeutic outcome of the procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.